Event description:
It was reported that patient faced bent cannula during use and high blood glucose level treated with correction bolus via pump on (b)(6)2026.

Manufacturer narrative:
Initial 2 of 2.Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: (b)(4)Manufacturing Site: (b)(4)